Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight not provided by reporter. Unknown date of when patient fell. Unknown part number, UDI is unavailable this report is for unknown helical blade/unknown lot number. Original implant date unknown. : device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision was performed on (B)(6) 2015. A short tfn construct including a nail, helical blade and locking screw was implanted two to three(2-3) months ago to repair a femur fracture. The patient sustained a fall about one week ago, fracturing below the original implant. The revision construct included a longer nail, another helical blade, two (2) 5.0mm locking screws and a cable. All originally implanted hardware was removed fully intact. The procedure was successfully completed with no patient harm. This report is 2 of 3 for (B)(4).